Event description:
It was reported that the patient was found to have high impedance and has since been referred for a full revision. The patient later underwent surgery and only had a lead revision done. The explanted lead has not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the patient had chest x-rays done and underwent a lead revision on (B)(6) 2025. The generator was first tested using a test resistor and diagnostics were within normal limits therefore the generator was not replaced, only the lead. The surgeon noted that the lead was damaged during an extensive fall the patient suffered and not damaged through any sort of normal wear and tear. Upon trying to remove lead, it was broken into pieces and not able to be returned. Upon further searches it was found that this report is a duplicate of MFR report# 1644487-2025-10118. Moving forward, any additional information received regarding this report will now be captured in MFR report# 1644487-2025-10118.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information.